Manufacturer narrative:
Upon reception of the smarttouch tablet s/n: (B)(6), the reported issue is not reproduced. The software installed on the smarttouch tablet s/n: (B)(6) is smartview version 3.22. The review of data provided confirmed the reported issue: the ¿end of session¿ pop-up was not displayed. The reported issue is most probably due to a software bug. It has not been reproduced at microport crm investigation center. It is isolated. The programmer will follow the normal workflow of repair and will return back to the field. This case is retained and utilized for trending purposes.

Event description:
Reportedly, when finished programming the device it was impossible to log out and lock the tablet.